Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be (B)(4). The echelon-10 usable length was measured to be (B)(4). Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal marker band and distal tip were found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching with jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed. The broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it is possible the echelon-10 micro catheter tip was stuck within the tip protector when removed and then separated. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the catheter was found to be separated at distal tip. User error likely contributed to the event as it is possible the echelon-10 micro catheter tip was stuck within the tip protector when removed and then separated. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon microcatheter tip was broken. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was in the femoral artery with 5.9 mm diameter. It was reported that during the aneurysm surgery, the tip of the microcatheter was found to be broken after opening the package. Based on the safety of the surgery, another catheter was replaced and the surgery went smoothly. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage or evidence of tampering to device packaging. A puncture for sheath placement was done before the damage was found.